Event description:
It was reported by service report that the scale was inaccurate due to load cell.

Event description:
It was reported by service report that the scale was inaccurate due to load cell. It was also reported that the bed was drifting due to a malfunction of the lift actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed was drifting due to a malfunction of the lift actuator.